Event description:
The following has been reported: alarm problem. Has tried to run multiple infusions; keeps alarming. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The pump experienced a pump problem alarm. The cause of the pump problem alarms is a large positive to common leak. Valve 2 is responsible for the leak. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.